Manufacturer narrative:
(B) (4).

Event description:
It was reported that the pt had 5 surgeries since implant to reposition the device due to shocking and it "moving around". She was no longer having the shocking problem but the placement was still painful. She had been wearing a stomach binder for 2 weeks (24 hours a day, 7 days a week). It was suggested that scar tissue from the prior surgeries may be an issue and that the device may need to be explanted. It was also reported that after the revision surgery, the pt experienced an anaphylactic reaction with symptoms of shaking, swelling of her throat and tongue, and difficulty breathing. The pt was told by the physician that this reaction was due to a medication. She was given steroid medication in the hospital and difficulty breathing and swelling of the tongue stopped. She still had the shaking symptoms. She was re-directed to her physician. The physician confirmed that the device revision was performed due to pain at the insertion site. A revision was planned. The anaphylactic reaction event was not attributed to the device. The pt recovered without sequelae.